Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly alleges experiencing elevated blood glucose level requiring hospitalization due to pump under-delivering insulin. Treatment received is not known. No product will be returned due to no customer information.